Event description:
It was reported that an audible alert for elective replacement indicator was noted on the event date, also an advisory message was noted for the pump replacement for three months later. The pump was replaced with a similar device in the same month. The pump contained baclofen 500 mcg/ml at a dose of 500.1 mcg/day. There were no pt symptoms as the pump had not stopped. The pt outcome was "ok".

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.